Event description:
It was reported that the patient experienced ventricular fibrillation (vf) arrest in the hospital and was externally defibrillated. The device was interrogated and there were no events stored and no shocks delivered during the incident. Boston scientific technical services (ts) was contacted to discuss options, and they discussed checking the therapy heartrate zones. Later when reviewing the telemetry strips, it was determined the patient was below the therapy zone where the device was programmed to deliver therapy. The cardiologist recommended adding an additional ventricular tachycardia zone with anti-tachycardia pacing (atp) therapy and shocks at 125 beats-per-minute. The device and leads remain in service. No additional adverse patient effects were reported.